Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the shunt was not functioning per the neurosurgeon and a replacement is requested.

Manufacturer narrative:
Upon completion of the investigation, the valve and catheters were visually inspected and no defects were noted. No occlusions were noted in the valve or catheters. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.